Manufacturer narrative:
Medwatch sent to FDA on 03/21/2017. Device labeling addresses the reported event as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement. Warnings: patients must be advised that orbera is intended to be placed for 6 months maximally, at which point removal is required. Longer periods of balloon placement increase the risk of balloon deflation (a reduction in size of the device due to loss of saline) which can lead to intestinal obstruction and risk for death. The risk of these events is also significantly higher when balloons are inflated to larger volumes (greater than 700cc). Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon.

Event description:
Reported as: physician noted "partially deflated" device upon removal for a patient with the orbera intragastric balloon.

Manufacturer narrative:
Medwatch sent to FDA on 04/03/2017. The device was returned to apollo, and a visual inspection was performed. The received device shell was noted to be discolored and was brown in appearance. Black and white particles were observed on the outer surface of the device shell. Trace amounts of clear fluid was observed on the inner surface of the shell. An opening was noted near the patch of the device. Yellow particles were noted in the valve channel. A valve test was performed using a sample fill tube for testing. The flow of di water was continuous and unobstructed. An air leak test was performed and the balloon was leaking from three separate openings on the shell and one opening near the valve patch. Under microscopic analysis, all four openings on the shell were noted to be striated, consistent with damage from a removal tool. Also under microscopic analysis, yellow and brown particles were noted in the valve channel/hole.